Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events cannot be conclusively determined. Additionally, the report of outflow graft thrombus could not be confirmed as no images were provided and the patient remains ongoing on the device. The submitted log file contained events and data captures spanning from (B)(6) 2023 to (B)(6) 2023. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) instructions for use outlines potential adverse events, which includes thrombus, stroke, and death, that may be associated with the use of the heartmate ii lvas. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events, as well as provides information on recommended anticoagulation therapy and international normalized ratio. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented after a syncope episode, believed to be related to hypovolemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was concern for outflow graft thrombus. Log file review did not find any data that was indicative of thrombus. A computed tomography (CT) scan and ramp echocardiogram were done which confirmed a partial outflow graft obstruction. Diuretics and afterload reduction medications were decreased. The patient was discharged home with close follow up. Surgical options for outflow graft obstruction were being considered.